Manufacturer narrative:
We have shipped over 11,000 systems for this product over the last three years. This is the first incident of this nature. The hooks are covered by a rubber material, but the end of the hook is exposed. We are adding sleeves to the ends of the hooks to prevent any future occurrences of this nature. We also sent a set of sleeves to this individual to add to his pump.

Event description:
This patient is using the pressureguard apm alternating pressure mattress. This includes an air mattress with a separate air pump that hangs on the foot end of the bed frame. He reported that as he was using the trapeze to swing out of bed to his chair, he sustained a minor cut on his foot from the end of the hook. The follow-up call on 09/05/07 confirmed that the cut is minor without complication.